Event description:
Device 1 of 2. Reference MFR. Report#: 161627487-2014-23612. The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient is not receiving effective stimulation therapy due to her ipg has migrated. The sjm representative met with the patient and diagnostic testing revealed low impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. The patient will meet with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.